Event description:
It was reported the device did not fire. There was no pt consequence reported. They got a new device to complete the procedure. One device will be returned.

Manufacturer narrative:
Evaluation summary: the instrument was returned empty and locked out. The instrument is designed to lockout when all the clips have been fired. No testing could be performed as the instrument was returned empty. However, a corrective action has been initiated for the damaged jaws issue. We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.